Event description:
It was reported that a 35-year-old hispanic/latino female patient underwent a breast surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced pain in her right breast. As a result, the patient underwent removal on (B)(6) 2022. During the revision surgery, it was discovered that the right breast prosthesis was ruptured. There were no reported consequences due to the rupture that was discovered during the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).